Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400; lot #701a; serial #(B)(4): the cap is attached to fiber; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the outer flow tubing exhibits minor scratch marks. Probable root cause: based on the device analysis, the product complaint "forward firing; fiber cap detachment" could not be confirmed; cap wear was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
Event description updated.

Event description:
Joules used for failed fiber: 5600. The procedure was completed using second fiber at 315, 188 joules of use. The fiber tip (cap) of both the fibers were cleaned during the procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a bph procedure, it was noted that the fiber started forward firing. No information was provided regarding how the procedure was completed. Patient outcome: "ok." There was no injury to the patient reported.